Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced error messages e216 and b30. The issue was found during a colonscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the error messages e216 and b30. Customer confirmed that there was no video scope cable plugged in; tac suggested trying to reseat all cables on both ends. It was confirmed that no pigtail was plugged into the front of video center system. Customer stated that they tried several different 190 scopes that all had a black screen and showed the same errors. Customer unplugged the scope and tried one of the scopes which had a black screen again. And went back to the same error. Customer stated that this has happened in several operation rooms using different towers.the customer reported that the issue was caused by the facility using a non-olympus leak tester. Once they switched back to using an olympus leak tester the issue was resolved. To date; the device is not excepted to be returned to olympus for evaluation. The investigation is ongoing and follow up is being provided with the user facility. A supplemental report will be submitted upon completion of the investigation if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the error codes was attributed to the use of a non-olympus leak tester. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿the light source is intended to be used with olympus endoscopes, video system centers, and other ancillary equipment for endoscopic diagnosis, treatment and video observation.¿ olympus will continue to monitor field performance for this device.